Event description:
Pump with a low battery alarm. The event occured during biomed testing. According to the hospital rep, there was no pt injury or medical intervention reported. No additional contacts or info was provided.